Event description:
A tandem mobi cartridge alarm was reported during the load process as the customer did not wait for the prompt to remove and load a cartridge as advised by the tandem mobi mobile app. There was no adverse impact on the customer's blood glucose level. Technical support educated the customer on the correct procedure, confirmed the alarm occurrence, and arranged to replace the pump, providing instructions for returning the faulty item. The customer acknowledged the guidance and will continue to use the current pump until the replacement arrives.